Manufacturer narrative:
Calibration data was acceptable. The customer stated that quality controls were within range. There was no indication of a reagent performance issue. A review of alarm trace data did not show any relevant alarms. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The albumin reagent lot number was 88253701, with an expiration date of 31-dec-2026. The field service engineer determined the rinse was overflowing. The rinse levels were adjusted. All fluid checks were completed without issue. Precision studies were performed and there were no issues. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albumin bcp on a cobas c 303 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in an albumin value of 7.15 g/dl. The customer decided to repeat the sample due to a data flag received for another test result from the sample. The sample was repeated, resulting in an albumin value of 2.67 g/dl. The sample was also repeated on a second analyzer, resulting in a value of 3.01 g/dl.